Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device spontaneously turns on when not in use. There was no report of patient involvement.